Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) in (B)(6). A later revision procedure was performed due to a vertical tibial fracture under the tibial baseplate.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the rio and the restoris multicompartmental knee system. The surgeon stated the fracture occurred due to the patient's large size and non-compliance with recommended post-operative activities, and did not believe mako products caused or contributed to the event. There is no evidence that the rio or implant system contributed to the event.